Event description:
During an endoscopic hemostasis procedure in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that when the clinical staff tried to use it, it would not fire [spray] no matter what they tried. They changed the tubing and it fired [sprayed] outside the patient. They then flushed air through and put it in the patient (it did have some resistance) and again it would not fire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in a red bio bag. Provided with the return was a tray lid stock from the lot number provided in the report. The label matches the product returned. Note: kinks in the catheters were noted through the bag before unpackaging the device. It is unknown if these kinks occurred during the reported event or occurred during the return process. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1 was kinked 54.2cm and 104.1cm from the red catheter hub with a build up of powder, possibly an occlusion, within the catheter. Discoloration was noted at the distal end of the catheter. Catheter #2 was kinked 57.4cm and 101.0cm from the red catheter hub with a build up of powder, possibly an occlusion, within the catheter. A build up of powder was also noted within the red catheter hub. Discoloration noted at the distal end of the catheter. Additionally, a clear liquid was noted within catheter #2. Residual powder was noted within the nozzle. Powder was noted on the exterior of the returned components. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The device sprayed as intended as returned without either catheter. Catheter #1 was attached and tested with the returned device, the catheter kinks were attempted to be held straight during testing, and powder was unable to pass through confirming the occlusion of catheter #1. Catheter #2 was attached and tested with the returned device, the catheter kinks were attempted to be held straight during testing, and powder was unable to pass through confirming the occlusion of catheter #2. The co2 audibly discharged during deactivation. The co2 cartridge was fully punctured. The foam insert was present and correctly oriented inside the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device and catheters confirmed the report. The root cause for the report was occlusions in both catheters. The device was able to spray powder as intended as returned without a catheter attached. Powder was not able to pass through either of the returned catheters, which were noted to be occluded with powder, when they were attached. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that when the clinical staff tried to use it, it would not fire [spray] no matter what they tried. They changed the tubing and it fired [sprayed] outside the patient. They then flushed air through and put it in the patient (it did have some resistance) and again it would not fire our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a red bio bag. Provided with the return was a tray lid stock from the lot number provided in the report. The label matches the product returned. Note: kinks in the catheters were noted through the bag before unpackaging the device. It is unknown if these kinks occurred during the reported event or occurred during the return process. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1 was kinked 54.2cm and 104.1cm from the red catheter hub with a build up of powder, possibly an occlusion, within the catheter. Discoloration was noted at the distal end of the catheter. Catheter #2 was kinked 57.4cm and 101.0cm from the red catheter hub with a build up of powder, possibly an occlusion, within the catheter. A build up of powder was also noted within the red catheter hub. Discoloration noted at the distal end of the catheter. Additionally, a clear liquid was noted within catheter #2. Residual powder was noted within the nozzle. Powder was noted on the exterior of the returned components. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The device sprayed as intended as returned without either catheter. Catheter #1 was attached and tested with the returned device, the catheter kinks were attempted to be held straight during testing, and powder was unable to pass through confirming the occlusion of catheter #1. Catheter #2 was attached and tested with the returned device, the catheter kinks were attempted to be held straight during testing, and powder was unable to pass through confirming the occlusion of catheter #2. The co2 audibly discharged during deactivation. The co2 cartridge was fully punctured. The foam insert was present and correctly oriented inside the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device and catheters confirmed the report. The root cause for the report was occlusions in both catheters. The device was able to spray powder as intended as returned without a catheter attached. Powder was not able to pass through either of the returned catheters, which were noted to be occluded with powder, when they were attached. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Additionally, catheter occlusion/clogging can occur if the red catheter hub is not occluded during advancement into the scope. The instructions for use state the following: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." The instructions for use state the following: "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.